Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient was found unresponsive by her father around 5:30pm and was transported to the ER by ambulance. Patient had an MRI and CT scan performed. Patient was given a shot of narcan. It was reported that the patient has kidney issues and goes to dialysis which caused a build-up of codeine from tylenol 3 that needed to be cleaned out. Patient was released from the hospital on (B)(6) 2016. During the incident, patient was in coma but the duration of coma was not disclosed. Patient's husband stated that the event was unrelated to cgm/tandem system and that it had helped them considerably since receiving it. At the time of contact, patient was okay and was slowly coming back. Patient had not used the cgm system since the incident as the ER had thrown away the transmitter and sensor. Patient intended to start use again after arrival of new transmitter. There was no alleged device malfunction. No additional event or patient information was provided.